Event description:
It was reported that noise was observed on the device and the patient received several inappropriate shocks because the device discharged inappropriately due to oversensing. It was also reported that the patient experienced periods of asystole. Noise was observed on the atrial lead and high impedance was observed on the left ventricular lead. The device was removed and replaced. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.